Manufacturer narrative:
(B)(4). The hp stated that they had disconnected improperly, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) machine, during use while the hp was connected. Prior to the alarm, the hp had disconnected and did not use proper disconnect procedures. The hp then reconnected to the hc using proper aseptic technique. The hp stated that when he disconnected to check the drain line, he did close the clamp on the patient line. The technical service representative (tsr) had the hp end therapy and advised the hp to contact their pd nurse regarding the event. There was patient involvement; however, there was no adverse event. No additional information is available.